Manufacturer narrative:
Failure analysis - the carefusion failure analysis (fa) representative (rep) powered on the assembly and was immediately able to verify the reported issue as all areas of the touch screen was unresponsive. The carefusion fa rep reported a deep scratch on the lower left corner of the touch screen and two faint abrasions near the top middle of the touch screen. The carefusion fa rep determined the root-cause to be a physically damaged touch screen assembly.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer reported the uim (user interface model) touchscreen and softkeys on the left and bottom sides were not functioning, only the softkeys on the right side were. The uim was replaced and a operator verification procedure was performed. The device is now operating properly to factory specifications.

Event description:
The customer reported the touchscreen is not responding and the screen is freezing up while using the avea ventilator. The customer reported that there was no patient involvement associated with this event.